Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 322 and 290 mg/dl. Customer is also concerned with low blood glucose result obtained of 22 mg/dl. Customer feels the higher readings are of more concern because he was not feeling symptoms when he got the 22 mg/dl and he knew it was not accurate. The customer's expected fasting blood glucose test result range is 130 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 313 mg/dl and 239 mg/dl using truemetrix meter. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 01/31/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Customer is primarily concerned with the 322 and 290 mg/dl readings because they are really high for him. Customer is concerned with the 22 mg/dl readings as well, but he feels the higher readings are of more concern because he was not feeling symptoms when he got the 22 mg/dl and he knew it was not accurate. Customer received this meter from his doctor's office.